Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? End to end anastomosis. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Difficulty on the release of the anastomosis. What healthcare professional fired the device and what is his/her experience with the device? Cfa; 2 months (approximately 5-10x) firing the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b(bottom of the compression scale). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x360; was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes; proximal donut-thick, complete; distal donut-very thin, but complete. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes, manual rigid sigmoidoscope. No bubbles/leaks intraoperatively. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? Approximately 2 weeks. How was the leak identified? Patient was readmitted/scoped. What was observed at the site of the leak upon reoperation? Small gap in the anastomosis staple line; tissue very inflamed. How was the leak addressed? Patient was diverted with a loop ileostomy-will repair anastomosis after healing. What is the current patient status? Ok. The surgeons do not fire the device, they help to position and a certified scrub tech fires and the surgeon removes. First case went fine but the patient had a post-operative leak. Bubbles were seen with the leak test. This was repaired with suture. 1 ½ turns are used to release the manual device and four ½ turns is used when releasing the powered device. There was no report of malformed staples or concerns with the integrity of the tissue per the surgeon. The device was discarded as there was no issues intraoperatively. The surgeon is not interested in speaking with ethicon medical/r&d.

Event description:
It was reported that after a low anterior resection, there was an anastomosis leak.